Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the superior vena cava (svc) data was not captured within the performance data. The right ventricular (rv) defibrillation impedance and pacing impedance were within range. Concomitant: dvbc3d1 ICD implanted: 2015-(B)(6).

Event description:
It was reported that during a system upgrade procedure, the patient's right ventricular (rv) lead had a possible superior vena cava (svc) coil fracture and an inability to read impedance levels. The lead was connected to the old device and the new device and the impedance readings were not available. The old device had the lead programmed off, and the physician chose to keep the lead programmed off with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.